Manufacturer narrative:
Expiration date unk. (B)(4).

Event description:
The reporter indicated the surgeon implanted a visian implantable collamer lens. The lens was implanted upside down and the plan is to explant/exchange the lens. The lens remained implanted. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.